Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was hospitalized for elevated blood glucose (bg) of 663 mg/dl with heart attack associated with an inaccurate delivery issue. It is unclear if the heart attack occurred before or after the bg excursion. The patient was reportedly treated with insulin via injection, intravenous fluids, and other unspecified treatment. The patient reportedly resumed insulin pump therapy with the same pump. The patient¿s healthcare provider reportedly made basal rate adjustments associated with the alleged bg excursion. The alleged inaccurate delivery issue reportedly began on (B)(6) 2017. During troubleshooting, it was noted that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/19/2017-product analysis: the device was returned and evaluated by product analysis on 04/24/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Basal history appears to be inconsistent with the programmed daily totals due to user manually changing the basal program on (B)(6) 2017. No hypertensive or stuck keys were observed on the keypad. #4. Pump history shows the pump was not in use between (B)(6) 2017 14:01 until (B)(6) 2017 12:29. The black box data for these dates was not available for review. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).